Manufacturer narrative:
H10: h2: additional information: d4: lot number, expiration date and h4: manufacture date. Corrected data: b1 and h1.

Event description:
It was reported that during an arthroscopy, during the impaction of the footprint anchor, it burst in its totality leaving a kind of chip as if the implant was crystallized. According to the surgical report, the device did not break inside the patient. The procedure was successfully completed with non-significant delay using a s+n back-up device. No further complications were reported. The patient's health was not affected.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, during the impaction of the footprint anchor, it burst in its totality leaving a kind of chip as if the implant was crystallized. The procedure was successfully completed with non-significant delay using a s+n back-up device. No further complications were reported. The patient's health was not affected.

Manufacturer narrative:
Internal complaint reference case (B)(4). Part of the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The inner shaft of the insertion device is jammed up into the torque limiter knob. There is debris on the insertion device. No suture material or anchor fragments were returned. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A clinical review states a causal relationship between the footprint anchor and the reported adverse event could not be established with the limited information provided. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.